Event description:
It was reported that the patient with this left bundle branch lead had possible erosion and infection due to tenderness and protrusion. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service.